Manufacturer narrative:
(B)(4). Internal insulation abrasion under the rv shock coil was noted at 5.0-7.0cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise and inappropriate therapy delivery.

Event description:
It was reported a patient presented to the hospital after receiving multiple shock therapies for an atrial fibrillation episode with rapid ventricular response incorrectly diagnosed as ventricular tachycardia due to intermittent ventricular lead noise. Lead noise could not be reproduced with basic isometrics. No electrical anomalies were detected. The lead was explanted and replaced. After the lead was explanted, externalized conductors was noted via visual inspection, consistent with explant damage. No externalization was noted via fluoroscopy prior to explant.